Manufacturer narrative:
See attached for supplier evaluation

Event description:
On 06/28/2022, it was reported by a sales representative via sems that a ar-6480 dw pump went out during the middle of an unknown case. There was no patient effect reported. No additional information provided.